Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test and pin hole on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error 224 was due to scratches on connector pins should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited an error message (e224) when connected to the processor. The issue was found during the preparation of an unspecified procedure. The procedure was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited an error message (e224) when connected to the processor. The issue was found during the preparation of an unspecified procedure. The procedure was completed using a similar device. There was no report of patient harm.